Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule has not been passed by the patient and has been confirmed that it was still located in the small bowel by x-ray. The imaging stopped at 3 hours and the capsule stopped taking images. The patient had pacemaker and reported no harm and in a stable condition.

Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the imaging stopped recording or stopped capturing images after three hours. It was confirmed through x-ray that the capsule was located in the patient's small bowel six days after it was ingested by the patient. The patient passed the capsule. The patient had a pacemaker and reported no harm.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Log and graph files were available for evaluation. Review of the logs showed that the total number of frames was 38,345, indicating that the study was short. It was reported that the pillcam capsule was retained and that the pillcam video recording time was shorter than expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Having a pacemaker during the study can cause interference with the capsule signal and the recorder/link device. This may have caused the recording to stop. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the pillcam colon/pillcam crohn¿s capsule is contraindicated for use under the following conditions: in patients with cardiac pacemakers or other implanted electromedical devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the imaging stopped recording or stopped capturing images after three hours. The patient passed the capsule. The patient had a pacemaker and reported no harm.